Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device / prior essure placement with migration / 6 months and it showed that the left device was laterally displaced') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, pap smear abnormal, chronic cervicitis and morbid obesity. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual cramps") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy & cystoscopy with stent pl). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: her 3 month hsg the left side was possibly not blocked and so another hsg was performed at 6 months and it showed that the left device was laterally displaced. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. New event added- menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure device / prior essure placement with migration / 6 months and it showed that the left device was laterally displaced') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, pap smear, chronic cervicitis and morbid obesity. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("menstrual cramps"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy & cystoscopy with stent pl). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) her 3 month hsg the left side was possibly not blocked and so another hsg was performed at 6 months and it showed that the left device was laterally displaced. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report